Event description:
It was reported that the ventilator stopped ventilating briefly. It is unknown if the ventilator had an audible alarm when the reported problem occurred. The ventilator was shut down and powered back on and continued to ventilate correctly. No patient harm reported.